Event description:
Approximately one year ago, a "burning smell" was reported on an infant warmer to clinical engineering. The patient was removed and the device was removed from service for repair. The report was confirmed and a thermal imaging device was used to find the defective component. Ordered and received a new component and installed. The device was fully tested and returned to service. Side note: approximately 1 month ago, again a "burning smell" was reported on a similar infant warmer to clinical engineering. This was not the same infant warmer but a close sn. A separate incident report and report was created for that one with the identification and problem details in it.